Event description:
It was reported the doctor attempted to deploy the filter. The top of the filter deployed as intended. The feet caught in the spline/catheter and would not release. The doctor went through the jugular with a recovery cone, and cut the delivery catheter so the whole system could be pulled out. A competitor's filter was placed. The patient is fine.